Event description:
Dialysis facility manager reported ten cracked bleach container caps that are used with the meridian hemodialysis machine. There were no pt injuries or medical intervention associated with these incidents. The bleach container caps have been replaced.